Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that near empty alarm was recorded in history. During analysis, the reported issue was unable to be duplicated, the size and position calibration was in factory specification. It was noted that the customer was running the pump at a high rate causing the near empty alarm to come on early into infusion. Service will recalibrate the pump as part of the preventive maintenance procedure. Based on the evidence, the complaint was confirmed, but no fault was found, pump was confirmed to be running within specification with regard to the syringe near empty alarm.

Event description:
Information was received indicating that a smiths medical medfusion pump showed syringe was near empty when syringe was full. No adverse effects were reported.